Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the insulin gauge was continuously inaccurate after performing the load sequence. Customer's blood glucose level was not impacted. Customer reloaded the same cartridge and received an accurate fill estimate.